Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report (no image) was confirmed. It was observed that there was no image while using down angulation due to a broken charge coupled device. Additionally, olympus noted the following: damaged plastic distal end cover, porous adhesive on the bending section cover, dent on the connecting tube, scratched control unit, scratched universal cord, damaged housing on plug unit, broken connector, and play of angulation is less than specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, there was no image while preparing evis exera iii bronchovideoscope for use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to physical stress was applied to the insertion section while the user was handling the device which led to damaged charge coupled device unit. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts,protruding objects, or other irregularities." "- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.